Event description:
Reported that syringe driver was set to infuse at 10 mm/hr a solution of 0.1ml of potassium chloride in 6mls of normal saline. Drawn up into a syringe (make unknown) with a measured length of drub of 20mm. It is alleged that the infusion went through in 15mins.